Event description:
It was reported that during a routine device change out, the pulse generator exhibited backup vvi mode. The device was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal batter depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.